Event description:
It was reported that the lead was capped due to high, out of range pacing lead impedance. The patient condition was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.